Event description:
The handpiece exploded while it was being used on the patient. The patient was uninjured.

Event description:
The doctor states the handpiece broke off in the patients mouth and cut them.

Event description:
The doctor states the handpiece broke off in the patients mouth and cut them.